Manufacturer narrative:
Product analysis: analysis found that the stylus and cursor were not aligned. It was also found that the handle covers were cracked. The display overlay flex cable was reseated to the x-y printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.